Manufacturer narrative:
The physician utilized an acrylic tooth powder from a different manufacturer (lang dental) to make the crown. This is not recommended by the manufacturer. Allergic reaction is an inherent risk of this device.

Event description:
Doctor reported her patient complained of a allergic reaction to what he thinks was the monomer. Patient went to ER because of pain and was prescribed antibiotics, chlorohexidine and benadryl.